Manufacturer narrative:
If additional information is received regarding this event, a supplemental (B)(4) report will be submitted to the FDA. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturers reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve broke when the ablation catheter was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was not completely dislodged from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium but that the hemostatic valve did not produce a seal for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium anymore. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-sep-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001182500 on 30-jan-2023, the product investigation was reopened to clarify/correct the investigation findings which resulted in the following changes/corrections. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section, this damage could be related to the way the dilator is inserted. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve damage could occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Sem (scanning electron microscope) conclusion indicates evidence of mechanical damage on the valve and silicone ring. These damages were observed on the surface; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the hemostatic valve broken issue.

Manufacturer narrative:
Additional information was received on (B)(6)2022. It was confirmed that they used the smarttouch sf catheter. They did not use a pentaray catheter. Therefore, updated the "d10. Concomitant medical products and therapy dates" field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The investigation was reopened to perform additional investigation completed on 18-jan-2023 which resulted in the following. Sem (scanning electron microscope) conclusion indicates evidence of mechanical damage on the valve and silicone ring. These damages were observed on the surface; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 21-sep-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve broke when the ablation catheter was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was not completely dislodged from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium but that the hemostatic valve did not produce a seal for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium anymore. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued. No patient consequence was reported. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken near the insertion area, this damage could be related to the way the dilator is inserted. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve damage could occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).